Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The patient had been lost to follow-up for a long time. Upon interrogation, the pulse generator exhibited backup vvi operation. And it was noted had reached elective replacement indicator on (B)(6) 2016. On (B)(6) 2016 the device was successfully explanted and replaced. The patient was doing fine post surgery.